Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: sbo, bowel resection, breakage, adhesions. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2006: (B)(6) md. Operative report. Preoperative diagnosis: strangulated hernia. Postoperative diagnosis: incarcerated, strangulated, ruptured hernia. Small bowel resection and repair of incarcerated, strangulated, perforated right femoral hernia. Anesthesia: general. History: ¿53 year old female presents with a long history of increasing right abdominal pain, swelling of right groin, nausea and vomiting. She was found to have marked dehydration, acute renal insufficiency and a large inflammatory mass in the right groin. She was prepared for the operating room after resuscitation.¿ procedure: ¿the patient was placed supine and general anesthesia administered. The abdomen was prepped with hibiclens and draped. A foley catheter placed. Incision made initially in the right groin. A large necrotic mass was identified and a perforated segment of small bowel was identified in the right groin. Attempt was made to respect this, however this was not possible due to thickening of the bowel and inability to get good retraction and there was a fair amount of drainage into the pelvis of contents through the hernia. Next we open the abdomen and did resection intra-abdominally. This was done using gia stapler fired twice across the bowel. Good anastomosis was achieved. The abdomen was thoroughly irrigated and closed with a small midline incision with running pds sutures, staples for skin and wick was placed. The right groin was debrided and all necrotic sac material was removed. A suction drain was placed. The wound was closed in layers with 2-0 vicryl and staples for skin. A suction drain was placed and the fascia was closed of the right groin to close the hernia defect. The patient then went to the recovery room in stable condition .¿ (B)(6) 2006: (B)(6) md. Pathology report. Specimen: small intestine. Final diagnosis: segments of small bowel: hemorrhagic early necrosis (incarcerated hernia). Gross description: ¿the specimen, labeled section of small bowl [sic], consists of two segments of small bowl [sic], 4.0 and 5.0 cm in length. The maximum of 3.0 cm in diameter. There are adhesions present. There are some areas of discontinuity, but these may have been a part of the procedure and drainage, since there is very little reaction around them. The bowel does appear viable, although slightly indurated. There is a third piece of tissue present. This appears to be mesothelium. There is no extra date, but there are adhesions and it measures 12.0 x 4.5 x 1.0 in thickness. Representative sections are submitted with the smallest mesothelial tissue in block a, smallest bowel segment in block b, larger bowel segment in block c. Microscopic description: sections of the soft tissue shows hemorrhage within the fatty tissue. The bowel shows hemorrhage transmurally with edema and slight inflammation .¿ implant preoperative complaints: (B)(6) 2006: (B)(6) md. History of present illness: ¿the patient is a 62-year-old healthy white female who recently underwent emergency exploratory celiotomy for an incarcerated strangulated femoral hernia. She required a bowel resections and had complications postoperatively of ards [acute respiratory distress syndrome] and acute renal failure. Postoperatively, she noted a sizeable incisional hernia, and presented to me for elective repair. We discussed laparoscopic repair, and the associated risks of bleeding, infection, recurrence and damage to intraabdominal contents including small bowel. We also discussed the small risk of fistula formation. She verbalized good understanding and chose to proceed with surgery .¿ implant procedure: laparoscopic incisional hernia repair with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp08/04080225, 26cm x 34cm x 1mm thick, oval]. Implant date: (B)(6) 2006 (hospitalization (B)(6) 2006). (B)(6) 2006: (B)(6) md. Operative report. (B)(6) md. Preoperative and postoperative diagnosis: large incisional hernia. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Wound class: clean findings: ¿defect was approximately 24 cm in maximum dimension.¿ procedure: ¿the patient was taken to the operating room and placed in the supine position where general anesthesia was administered without difficult. Bilateral lower extremity scds were placed and IV antibiotics were administered. The abdomen was prepped and draped widely in a standard surgical fashion. After injecting with marcaine a hasson cannula was placed in the left mid abdomen between the inferior aspect of her rib cage and the anterior superior iliac spine. The abdomen was easily entered and a figure -of -eight stitch was placed into the abdominal wait. Hasson cannula was placed and pneumoperitoneum was easily obtained. A 5 mm 30 -degree scope was placed at the abdomen, and it was noted that we actually were within the boundaries of the hernia. Two additional 5 -mm ports were placed on the left and a combination of sharp and blunt dissection were used to take down multiple adhesions. Almost all of the adhesions were omental, and there was no small bowel stuck to the hernia sac. Hemostasis was achieved with cautery throughout this dissection. Three 5 -mm ports were placed on the right as well to clear adhesions from the other side. Once all the adhesions were cleared, and we measured the defect, which was at least 24 cm in maximum diameter from top to bottom, we took the largest piece of dualmesh and this adequately covered the defect with multiple cm of overlap on each side. Half of the mesh was rolled up and secured with a stitch. Markings were placed on the mesh and on the anterior abdominal wall to help assist in placement. Vicryl stitches were placed along the midline portion of the mesh so we could hold this up to assist in placement. The hasson cannula was removed and the mesh was placed through the largest incision here. Hasson cannula was replaced and pneumoperitoneum was reestablished. The mesh was placed appropriately with the smooth side facing downward. The laparoscopic tacker was used to tack up the mesh on the right side initially. Gore-tex sutures were also used at about 2 cm intervals circumferentially to secure the mesh to the abdominal wall. This was achieved using the suture passer placed through very tiny 5-mm incisions again at 2-cm intervals. Once the left side of the mesh was secured, again with several cm of overlap over the fascial defect, the sutures were released at the midline to allow the mesh to unroll. It was unrolled to the other side, and we used again the laparoscopic tacker and gore-tex sutures to secure the mesh circumferentially. The two midline sutures were divided prior to completing this procedure, so that the mesh would not be tacked directly to the skin. We again inspected the abdomen and good hemostasis was noted. There was no evidence of any injury to bowel or other intraabdominal organs. The mesh again appeared to cover the entire defect with several cm of overlap. This was a very large defect, approximately 24 cm in maximum dimension. This procedure took 3 hours, which is greater than 50% longer than normal. All the ports were removed. The patient was awakened and extubated in the operating room and taken to recovery in stable condition .¿ (B)(6) 2006: (B)(6) health. Implants. ¿mesh dual plus¿ 26cm x 34cm 1mm gore 1dlmcp08. Lot#: 04080225. Catalog: 1dlmcp08. Size: 26x34. Site: abdomen . (B)(6) 2006: (B)(6) health. Implant sticker. ¿gore dualmesh® plus biomaterial.¿ ref catalogue number: 1dlmcp08. Lot batch code: 04080225. W.l. Gore & associates. Incisional hernia . (B)(6) 2006: (B)(6) health. (B)(6) md. Discharge orders. Discharge home. Ok to shower and work. No heavy lifting greater than 30 pounds. Follow up in 10 to 14 days . Explant preoperative complaints: (B)(6) 2008: (B)(6) hospital. (B)(6) md. Indications: ¿the patient is a 64 year old relatively healthy lady who is status post repair of incarcerated and strangulated right femoral hernia 2 years ago by dr. (B)(6) with necrotic bowel noted. She underwent resection of the small bowel and had a prolonged hospital course with a rds and arf [acute renal failure]. Subsequently developed an abdominal wall incisional hernia that was repaired at lexington clinic a year ago laparoscopically with dualmesh. The patient has complained of protrusion under the mesh as well as through the mesh since. She was admitted 2 days ago with complaints of abdominal pain, nausea and vomiting that was acute in onset with CT scan of the abdomen and pelvis as well as x-rays remarkable for small bowel obstruction. She was taken to the operating room today for abdominal exploration .¿ explant procedure: abdominal exploration. Adhesiolysis. Resection of segment of small bowel with primary anastomosis. Removal of dual mesh. Repair of recurrent abdominal wall incisional hernia with 8 x 16 cm alloderm. Implant: alloderm regenerative tissue matrix. Explant date: (B)(6) 2008 (hospitalization dates unknown) (B)(6) 2008: (B)(6) hospital. (B)(6) operative report. Assistant: (B)(6) crnfa. Preoperative diagnosis: small bowel obstruction, abdominal wall incisional hernia. Postoperative diagnosis: small bowel obstruction secondary to adhesive band. Adhesions. Recurrent abdominal wall incisional hernia. Anesthesia: general. Drains: round jackson-pratt drain. Complications: none. Procedure: ¿the patient was taken to the operating room by anesthesia, placed supine on the table. Following induction of general anesthesia, the abdomen was prepped and draped in a sterile fashion. A vertical incision was made around the previous scar tissue extending from the umbilicus distally. The scar tissue was then excised. The mesh was then visualized. The mesh was then incised to enter the abdominal cavity. Some adhesions were noted that were taken down. We then proceeded by excising the excess mesh to expose the abdominal cavity. Some adhesions were noted into the packs [sic] around the mesh anchoring it to the abdominal wall that were taken down with no difficulty. The small bowel was inspected. The patient had a large band compromising the small bowel and causing a small bowel obstruction right proximal to the anastomosis that she has had previously. The band was then excised. It measured about 15 cm long. Very narrow lumen was noted right proximal to the anastomosis at the site of the obstruction. As such, we proceeded by excising the anastomosis as well as the narrowed lumen. This was done by using a gia stapler proximally and distally. Mesentery was then ligated with 2-0 silk suture. The specimen was excised as a whole and sent to pathology. We then performed side-to-side anastomosis with gia stapler with no difficulty. The anastomosis was completed with a gia stapler and was noted to be of adequate hiatus. The mesentery was approximated with running 3-0 vicryl suture. The rest of the small bowel was inspected with no gross abnormalities noted. The patient had extensive diverticular disease in the sigmoid colon with no evidence of inflammation noted. The gallbladder was slightly distended with no evidence of stones. At this time, we replaced the small bowel and covered it with omentum and irrigated the abdominal cavity with warm saline. I then elected to remove the dualmesh to avoid risk of infection. This was removed as a whole over the abdominal wall taking the staples along with the specimen. The patient was noted to have recurrent abdominal incisional hernia inferiorly in the left lower quadrant with a sac noted. We then proceeded by placing an 8 x 16 hydrated alloderm mesh which was anchored to the overlying anterior fascial layer and keeping adequate underlay of the rectus muscle on either side. It was anchored with multiple interrupted 0 prolene suture. In the supraumbilical region, however, the fascia was noted to be of adequate strength and this was approximated with interrupted figure-of-e 8ight 0 prolene suture. The mesh covered the opening. It laid nicely. At this time, the wound was irrigated with normal saline. A round 15 french jackson-pratt drain was placed over the mesh and brought out through a small incision in the right lower quadrant and anchored to the skin with silk suture. The overlying subcutaneous tissues were then approximated with running 2-0 vicryl suture and the skin incisions were approximated with staples. Sterile dressing was then applied. The patient tolerated the procedure well with no complications. She was extubated and taken to the recovery room in stable condition .¿ (B)(6) 2008: (B)(6). Surgical pathology. Final diagnosis: segmental resection small bowel: serosal fibrous adhesions on small bowel. Specimens received: small intestine, resection other than for tumor. Gross description: ¿the specimen, received in formalin, labeled small bowel, consists of a 12 cm in length segment of bowel which is adhesed upon itself. Sectioning through the adhesive segments reveals multiple staples. The mucosa is tan and glistening. No masses are appreciated. The resection margins are grossly viable. Representative sections are submitted. Summary of sections: a - resection margin taken en face, b-c - representative sections through stapled bowel.¿ microscopic description: ¿sections of the small bowel mucosa show no pathologic abnormality. The submucosa and muscularis are similarly unremarkable. The serosal surface shows multiple fibrous adhesions and a mild chronic inflammatory infiltrate noted focally .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect - impact code. Updated investigation findings code. Conclusion remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.